Manufacturer narrative:
Additional information received (B)(4) 2015.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was intended to be used during a procedure performed on (B)(6) 2015. According to the complainant, as the laser fiber was removed from the circular plastic sheath, it was noted to be bent about an inch from the tip. The physician did not use the device and completed the procedure with another accumax 200 laser fiber. Additional information received (B)(6) 2015. Procedure name is laser lithotripsy. There was no damage noted to the packaging.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an accumax 200 laser fiber was intended to be used during a procedure performed on (B)(6) 2015. According to the complainant, as the laser fiber was removed from the circular plastic sheath, it was noted to be bent about an inch from the tip. The physician did not use the device and completed the procedure with another accumax 200 laser fiber. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported event of fiber broke. One accumax 200 laser fiber was received for evaluation. Visual examination of the returned laser fiber revealed that the exposed glass tip measured 3.5 mm and appeared unused. The laser fiber was fractured 3.75cm from the distal tip. The condition of the returned device confirmed the reported event of fiber broken. Damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.